Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low scan with the sensor when compared to a healthcare professional meter. The customer had contact with a healthcare professional who administered insulin (type/dose unknown) for the diagnosis of hypoglycemia. Note; that the treatment of insulin is inconsistent with the diagnosis. A blood glucose result of 147 mg/dl was obtained on the healthcare professional meter however, it is unknown when the reading was taken in relation to the provided treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.